Event description:
Cs33 dlu was fired and the donuts were incomplete. Pc read "use manual release". A leak was discovered during a leak test. An unplanned colostomy had to be performed due to the difficulty encountered. Manual sutures were placed to complete the case.